Event description:
It was reported that the device was out of calibration and requires adjustment. No patient injury was reported.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal missing. There was evidence of the error found in the event history log. The customer reported problem was verified. Performing the functional test, the device failed to calibrate. The downstream sensor was found stuck at 2500mv, which was found to be the cause of the reported problem. It was recommended replacing the downstream occlusion sensor as corrective action. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 2110